Manufacturer narrative:
The customer alleged that an alarm was not sent to the careevent mobile phones which should have occurred (B)(6) 2017 for room (B)(6) at approximately 09:08. It was reported that the patient required emergent care and subsequently expired. There was also an allegation that the timestamps showed a delay in receiving the alarms on the caregivers mobile phones. Philips investigation determined that the careevent notification system was working as designed to deliver supplemental medical device data and that careevent users were notified of the alarms generated by the primary alarming source for the involved patient. There are multiple factors that influence the generation of the timestamps during an event. These timestamp differences did not impact the timely delivery of messages to the careevent mobile application; however, it is recommended to synchronize the ntp server(s) for careevent, piic ix and the bedside monitor going forward. Philips provides a comprehensive product portfolio for patient monitoring and use of mobile applications. Although the primary alarm source generates audible and visible alarms, careevent provides caregivers with notifications and visibility to patient alarms on their smartphone. The careevent instructions for use (IFU) provides the following intended use statement: ¿the intended use of philips careevent is to deliver supplemental medical device data associated with physiological alarms, technical alarms, clinical notifications, nurse call alarms and informational messages to a healthcare professional¿s end device. The user may receive visual or audible notifications, and/or other message notification types based on the communicator in use. Philips careevent... Does not generate the alarm, alter the behavior of the alarm-generating system, replace the alarming system that generates the alarms, nor is it intended to provide real-time information, therefore the device producing the alarm or event remains the primary notification system. Philips careevent provides confirmed delivery features when it is used with the philips careevent mobile application on philips-approved android devices. The philips careevent mobile application either communicates alarm information that is sent from the philips careevent server, or the user is notified that communication is not possible. Receipt of alarm messages or events by all other external devices is not confirmed and delivery to the end device is not guaranteed.¿ (careevent b. 0) IFU, document number (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that an alarm was not sent to the care event paging phones which should have occurred (B)(6) 2017 at 09:08. It was reported that the patient required emergent care and subsequently expired.

Manufacturer narrative:
The care event paging devices were in normal use for secondary monitoring pages. Paging is labeled as a means of alarm information notification. Issues with paging would not prevent the monitoring device from continuing to provide real-time monitoring and alarms. The philips careevent system is not intended to provide real-time information, nor is it the source of alarms, nor is it a replacement for alarming devices. Therefore this issue would not be likely to cause or contribute to death or serious injury if the paging device is used per product labeling. The delivered event detail by location log shows that for the patient in room (B)(6) there were 19 alarms generated in the timeframe in question (from timestamp 2017 (B)(6) 09:09:08 to 09:26:49) including twelve (12) tachy alarms and two ( 2) asystole alarms. The asystole alarms show timestamp 09:19:42 and 09:20:33. Per the careevent transcript (event transcript) from (B)(6) 2017 ,the alarm for room (B)(6): vfib/vtach alarm was issued (meddelad /¿issued¿ ) from the careevent server and delivered (levererad) to the end users nurse (ssk) and assistant nurse (usk) at timestamp 2017 (B)(6) 09:10:42 and then read (las) by both nurse and assistant nurse within one second (2017 (B)(6) 09:10:43). It also shows that the careevent server resent the page which was delivered (levererad) to the end users nurse (ssk) and assistant nurse (usk) at timestamp 2017 (B)(6) 09:11:13 and then read (las) by the assistant nurse (usk) at 09:11:14 (after one second) and by the nurse at 09:11:15 (after two seconds). The information shows that the system was working as designed. The device is considered in use at the customer site. No parts were replaced. The customer was sent a formal response as per attachment. No malfunction is supported. The customer claimed that they did not see a paging alarm and that a delay in treating the patient was a factor in the adverse event. Investigation of the issue found that the careevent paging system was working normally and that patient alarms were being annunciated at the central station and were being sent normally to the paging server and then to the appropriate paging devices. If the customer is relying on paging as primary monitoring this would be outside of labeling and normal and expected use. The philips careevent system is not intended to provide real-time information, nor is it the source of alarms, nor is it a replacement for alarming devices. Use of the careevent paging system is considered to have been a factor in the adverse patient event as there was a delay in treatment due to the customer¿s use of the pagers although there was no malfunction of the paging system. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.